Manufacturer narrative:
Of the 11 allegations of a malfunction, 7 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning.

Event description:
This report summarizes <noe> 11</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a misaligned display issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-69 years of age and between 140 and 142 pounds. Of the reported patients, 4 were male, 7 were female.

Manufacturer narrative:
In quarter 4 of 2018, there were 1 instances of misaligned failure found during investigation. This report is processed under the voluntary malfunction summary reporting program